Event description:
Information received by medtronic indicated that the patient suffering from parkinson's disease, was implanted with the implantable neuro stimulator (ins), in 2009. High impedance measurements (>40000 ohm) and no stimulation effect on channel 2, electrode pole 8-11, were detected, therefore, the following month, the ins was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.